Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a linear opening, fold creases, and wear abrasion. Leak test was performed which identified leakage per yellow particles and these particles were not removed. A microscopic analysis was performed which identified particle leakage, and a smooth opening on posterior side in the same location of crease assessed as fold flaw opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was a smooth crease opening assessed as fold flaw opening, and particles on fill channel assessed as particle leakage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Additionally, healthcare professional reported "crease/folding of implant." Device has been explanted.